Event description:
It was reported that the user called for a supply change and disclosed a blood glucose of 235 mg/dl after running out of insulin during sleep, with hyperglycemia noted shortly before the call while using the ilet system. Symptoms included hyperglycemia. Outcomes included user-led troubleshooting and education with a plan to monitor blood glucose and call back if further assistance is needed. Investigation included triage, troubleshooting, and education focused on infusion set management and insulin supply. Investigation of this case revealed that hyperglycemia occurred in the setting of low or absent insulin delivery and a recently changed infusion set, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.